Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30280795m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient (93 kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, when mapping and ablation were already performed, further mapping was done. At that point, the patient reported felling unwell. At the waiting period cardiac tamponade was confirmed. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient recovered hemodynamically after pericardial drain. The patient stayed in the hospital for at least one night. Patient¿s outcome is fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related, as there was difficulty in reaching the right ventricle outflow tract (rvot) resulting in the effusion during re-mapping or when trying to re-position the catheter for further ablation. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed. The force visualization features used included graph, vector, dashboard and visitag. The irrigation was set within biosense webster, inc. Recommended settings at 17 ml/min. The ablation was performed at 30 watts. No error messages were displayed on any biosense webster, inc. Equipment.